Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator sounded with a proximal pressure line disconnect alarm. The device was in clinical use. There was no report of harm. No delay in therapy, nor was further medical intervention required. A manufacturer's product support engineer (pse) evaluated the issue and reported when the circuit was used in another device, no alarm occurred.

Manufacturer narrative:
Service of the device was completed as approved by the customer. Functional testing of the device was performed, and no abnormality was observed. The device was deemed ready to be returned to use.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device by connecting a test breathing circuit and test lung and performing a test run in the settings at the time of use. The pse reported the reported issue was not duplicated. The pse examined the event log and confirmed that there was no occurrence record of an error indicating a device failure. A complete device check was completed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.